Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 250 units. Then, after delivering 4 units of insulin, the insulin gauge did not change and the customer thought that insulin had not been delivered, and administered a manual injection. The customer's blood glucose level decreased to 60 mg/dl, and was treated with glucose tablets. The customer changed the supplies on the pump, and reported that the insulin gauge remained static at 140 units. During a follow-up call on 6/11/2017, the customer reported that the insulin gauge began to decrease as expected.